Event description:
Customer reported that the insulin pump returned a no delivery alarm. Troubleshooting showed that the insulin pump was functioning properly. Customer mentioned recently having a blood glucose level of 36 mg/dl. Blood glucose level was 261 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).